Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: swelling" "seroma around implants right >left" "inflammatory tissue changes" "pain" and "painful lymph nodes". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side "swelling" "seroma around implants right >left" "inflammatory tissue changes" "pain" and "painful lymph nodes" device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight the device within specification, encapsulation (<50%), brown particles in the shell, crease flat and was observed after autoclave: cloudy color and voids. A microscopic analysis was performed which identified: device appearance an uneven texture (ut) was identified which is characterized as a workmanship, according to qa199.01 is out of specification (no uneven texture area >5mm). The measurement found is 6.0mm. However, this workmanship is not relationship with the complaint. Based on the device analysis the final assessment is an uneven shell texture was identified. It is out of specification, it is characterized as workmanship. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. Review of all complaints for the period of jul 2017 through jun 2019 related with mfg date and found no adverse trend in the event rate with respect to the reported event. During the device analysis, it was observed uneven texture, however it wasn't considered a workmanship because it is within specification per qa199.01. Further investigation was performed as lab analysis confirmed the reported event, even though there was no workmanship detected. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with uneven texture will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Device has been explanted.